Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.0/1.5/051 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional data: b5: "the reporter stated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.0/1.5/51 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022 when the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2022, the lens was exchanged for the same model/length; different axis lens and the problem was resolved. The cause of the event is unknown. Reportedly "after communication with surgeon the lens was stuck in the incision area three times during implantation surgery, and there were suspected damage on the optic zone of icl lens during post-operation examination so the surgeon had decided to exchange the lens after careful consideration." Corrected data: helath effect- impact code: 4627 should be removed. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5- " the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.0/1.5/051 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted. On the same day, separate surgery the lens was replaced with a same model/ length lens, different axis. This resolved the problem. Cause of the event is reported as unknown." Claim# (B)(4).